Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient lost consciousness and she had no heartbeat. The dexcom g7 that was not providing accurate glucose readings (no values reported). Her daughter found her unresponsive and not breathing. Her daughter check her blood glucose which was 38 mg/dl. The daughter performed CPR and got back to normal. Her daughter called paramedic and the patient was taken to the hospital. There was no medication documented. The patient was admitted to the hospital for 3 weeks. After 3 she was totally fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. H6: health effect clinical code - heart failure/congestive heart failure, h6: health effect clinical code - respiratory failure.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.